Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the tube underfilled. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary : bd had not received any samples or photos for investigation. Therefor functional tests were conducted on 20 retained samples and all tubes were within specification. This complaint has not been confirmed for the indicated failure mode: underfill. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, the tube underfilled. There was no health impact or consequence reported.